Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that multiple knives were blunt during separate cataract surgeries. The surgeries were completed by using the unsatisfactory knives. There was no harm to any patient. Additional information has been requested.